Event description:
Neuropathy in legs and hands [neuropathy peripheral]. Numbness in legs and hands [hypoaesthesia]. Extreme pain on toes [pain in extremity]. Can't balance myself [balance disorder]. Fall down [fall]. Case description: a pharmaceutical company representative reported that they were notified by a regulatory agency that a consumer. Gender and age unspecified, used fixodent denture adhesive, version unknown cream beginning 1980, seabond denture adhesive cream beginning 1998 and poligrip denture adhesive cream beginning 2006, once daily as denture adhesive after their teeth were extracted, and reported the following: neuropathy in legs and hands, numbness in legs and hands all the time, extreme pain in toes, cannot balance myself and use a walker or I fall down and cannot get back up. The case outcome was not recovered/not resolved. Past medical history included: medical history - tooth extraction, medical history - denture wearer. No further information was provided.

Manufacturer narrative:
A lot number or product was not provided by reporter, therefore unable to proceed with batch retain testing or product investigation.